Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2005 and an a sling was implanted. The patient experienced pain, infection, bleeding and erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a procedure on (B)(6) 2005, to release tension on the sling, due to urinary retention. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00571. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent vesica bladder neck suspension with repliform graft on (B)(6) 2006. It was reported that the patient underwent urethrolysis and removal of vaginal mesh on (B)(6) 2012, due to chronic pelvic pain and recurrent utis. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urgency.